Event description:
It was reported that the universal modular electric/battery single trigger handpiece was stalling and skipping. Additional clinical follow up with the customer indicated that the handpiece lacked power while using the oscillating saw attachment. A non-zimmer product alternate was utilized to complete the procedure in progress with minimal time noted to exchange equipment.

Manufacturer narrative:
The device was not returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.